Event description:
The product was used during a laparoscopic cholecystectomy procedure. Reportedly, the instrument was difficult to open. The surgeon completed the procedure by clipping lower on the cystic duct and additional tissue was resected. The hospital has reported the patient's condition is satisfactory.